Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called to discuss difficulties in fine-tuning their alternative settings. The patient expressed concern that cold weather might be exacerbating their parkinson's symptoms, particularly stiffness and rigidity. The patient was uncertain whether the increased stiffness was due to the cold weather or a lack of relief from the device. The patient was redirected to their healthcare provider for further evaluation and to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported to resolve the increased symptoms during cold weather they avoided going outside if possible, wearing adequate clothing, warm showers, and keeping the thermostat at 72 degrees. The symptoms were ¿simply related to their parkinsons¿ and developing cold intolerance they had to learn to live with.